Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The damaged p-clip (0125-00-0028) was shipped to the customer. It is unknown if the unit has been cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that upon unpacking the cardiosave intra-aortic balloon pump (iabp), had a broken cable clip out of the box. There was no patient involvement.